Event description:
The event occurred on an unknown date. Possible devices involved in the event: list # am6127. Unknown lot #. 11" smallbore ext set w/nanoclave¿, 6-port nanoclave¿ manifold, check valve, clamp, rotating luer. Or list # am6109. Unknown lot #. 10" smallbore ext set w/6-port nanoclave¿ manifold, check valve, clamp, rotating luer. The report states that there is a cracked manifold that leaked vasoactive drugs. There was patient involvement and unknown adverse events.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Received one (1) used. List #unknown, smallbore ext set w/6-port nanoclave¿ manifold returned for evaluation. As received the tubing was broken off from the microclave and still connected to the manifold. The microclave was broken off from the tubing, with observed crazing marks outside the clave and a crack. No additional damage or anomalies were confirmed. Complaint of cracked manifold can be confirmed. The probable cause for damage observed to the tubing is due to an unintentional pulling force. The probable cause for the cracked manifold is due to environmental stress during use. A device history record review could not be conducted because no lot number was provided or identified.